Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. Patient's father did not report any injury or medical intervention. No additional event or patient information is available.